Manufacturer narrative:
Pump was received with intermittent button response due to flattened esc button dome switch. Keypad connector was fully locked. Unit had cracked reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and loose/protruded drive support disk. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked between the reservoir and battery compartment. Custmer's blood glucose was unknown. Insulin pump would need to be replaced.